Event description:
The hospital reported that vasoview hemopro 2 had a visible hair inside the sterile kit. Another kit was opened for the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.